Event description:
In [redacted], the stent was placed. In [redacted]-approximately 4 months later, it was discovered that the stent had disintegrated and migrated from the esophagus down the pylorus. The stent was successfully removed. Manufacturer response for olympus hanaro stent (20mm x80mm), olympus hanaro stent (20mm x80mm) (per site reporter). I haven't been directly involved with the manufacturer.